Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of stenosis is listed in the supera instructions for use as a known patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that the index procedure was on (B)(6) 2016 where a 5.5 x 150 mm supera stent was implanted in the superficial femoral artery. On (B)(6) 2016 the patient returned with a total occlusion. The restenosis was treated with placement of another stent and the residual stenosis was less than 10%. There was no clinically significant delay in procedure. No additional information was provided.